Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed no motor movement. The customer's current blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with constant pump error during rewind due to moisture damage on force sensor flex connector and moisture damage on force sensor connector on pcb1. Unable to complete functional test due to pump error. Unit received with severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring and scratched case. Unit received with constant pump error 38 during rewind due to moisture damage on force sensor flex connector and moisture damage on force sensor connector on pcb1. Unable to complete functional test due to pump error 38. Unit received with severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring and scratched case.